Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed the there were no failures detected related to the customer complaint. A review of the data log observed screen error alarms. The reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a 121 error. There was no report of injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.